Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, with sensor and fingerstick values as low as 48 mg/dl and 57 mg/dl, respectively, following a dinner meal announcement and prior daytime activity; the user treated with gummies and soda per guidance, and a medical device problem and device component could not be characterized due to insufficient information. Symptoms included hypoglycemia with headache, shaking/tremors, and hot flashes/flushes. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no specific findings were available and there was insufficient information to identify a device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.